Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system ((B)(6)), ruler ((B)(6)), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a. As found condition: the pipeline vantage was returned within the inner pouch; inside of a sealed bio-hazard bag and a shipping box. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was found opened and frayed. The middle section of the braid appeared to be opened with no damage. The proximal end of the braid was not opened due to damaged braid. The distal pushwire was found to be kinked at 3.2cm from the distal tip coil. Bend was found at 29.0cm to 35.3cm from the proximal end of the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned devices, the customer complaint was confirmed as the proximal end of the braid was not opened due to damaged braid. The damage to the braid on the ends of the pipeline is possibly the results of the physician re-sheathing the device more than recommended two times. From the damages seen on the braid (fraying), and pushwire (kinking/bending); it appears there was high force used. It is possibly these damages occurred when the customer attempted to re-sheath the pipeline vantage through the catheter against resistance. However, the cause of failure to open and resistance could not be determined. Possible cause of failure to open includes damaged braid. Ls 2023-04-10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline vantage was unable to open across a bend. Resheathing the device was attempted 3 times. The operator also tried to pull the whole system to help the device open.

Event description:
Additional information received reported that the pipeline vantage was unable to open across a bend. Resheathing the device was attempted 3 times. The operator also tried to pull the whole system to help the device open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines experienced resistance and one of the pipelines had failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ica. The max diameter and neck diameter were 6mm. The patient's vessel tortuosity was moderate. The landing zone was 5.4mm distal and 5.75mm proximal. It was reported that the 6x50 pipeline did not open in the middle-proximal section. The physician tried for more than 30 minutes to open the flow diverter. It was noted that the pipeline became stuck in the middle of the microcatheter while removing from the microcatheter. It was observed that there was some crimping in the distal part of the catheter. Then the second device was tried which was 5.5x40mm. There was a lot of resistance while pushing the pipeline through the phenom 27 microcatheter. The physician lost access with the microcatheter, so they tried to re-sheath but the pipeline got stuck in the distal part of the microcatheter. They had to change the phenom 27 for the third device which deployed well. A continuous flush had been administered. The physician had released the load/slack in the system, but this did not resolve the issue. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).